Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that they noticed that the haptic was faulty and broke off during lens loading. There was no patient contact. Procedure was completed on the same day. Additional information has been requested and received stating that the procedure was completed with the different lens.